Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient's pump is alarming and the screen reads no disposable clamp tubing. The patient denies any air in the tubing. The patient was instructed to turn the pump off then back on and start the pump after which the screen reads run with residual volume 189.6 ml. The patient is scheduled to have the pump removed on friday. No patient injury was reported.